Event description:
Affiliate reported that the device was removed as it was suspected that the catheter was blocked. Surgeon treated the patient with antibiotics and will replace the device in the future.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.

Manufacturer narrative:
During the investigation of the valve and catheters, the customer requested that the shunt system be returned before the investigation could be completed. The customer did not want any type of destructive testing done. As a result it is not possible to determine the root cause for the problem reported by the customer. It could only be determined that the valve failed the programming test and it was not possible to irrigate the valve or the catheters due to the fact that the ventricular catheter was still attached to the valve. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.